Event description:
On january 30th 2024 fujifilm healthcare americas corporation was informed of an event involving eg-760r. It was reported that when the scope was connected to processor and turned on the scope started to smoke through the tip. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Comp ref # (B)(4).